Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left breast prosthesis deflation, unspecified illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with an unspecified mentor saline breast prosthesis (left device) and a mentor siltex round moderate profile 250cc saline breast prosthesis when the left breast prosthesis deflated after implantation. Additionally, the patient desired replacement of both of her breast prostheses due to an unspecified illness. The patient was diagnosed with hyperthyroidism in 2021. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 350cc saline breast prostheses on (B)(6) 2021. The explanted devices were discarded after surgery. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 19-apr-2021, mentor received additional information about the event: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The suspect medical device is a mentor siltex round moderate profile 275cc saline breast prosthesis, catalog #3542640, UDI #(B)(4), PMA #p990075. Manufacturer¿s reference number: (B)(4).